Event description:
It was reported that the patient was scheduled for a wound and tie-down revision, and it was noted that the patient experiences a lump in her throat when she swallows. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.